Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Conductor coils at approximately 170mm from the terminal pin were deformed/flattened and marks were noted on the insulation in this area. The marks appeared to be from a type of grabbing tool. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high, out-of-range pacing impedance measurements.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements during the implant procedure. It was suspected the lead had become damaged during use. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.